Manufacturer narrative:
This event was reported to have occurred on an unspecified date in (B)(6)2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle in the valve of two (2) vented high-volume inlets. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The devices were returned and evaluations are complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspections were performed and noted foreign matter on the spike base surface on one sample and foreign matter inside the tubing near the spike connector. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual inspection was performed on the two received samples and noted loose particulate matter inside the tubing approximately 0.5 inches from the spike connector on both samples. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.